Event description:
The hospital was performing a procedure using the cusa excel with a 36khz handpiece without using a nosecone. The doctor went to hand off the recently used and hot handpiece to hospital employee and the doctor accidently stepped on the footpedal causing a burn to the employee. The hospital believes that it was caused by user error but are doing a thorough investigation.